Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, pump error 15, pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error alarms, battery failed alarm. Customer reported that battery cap contacts were not damaged. Customer reported that battery compartment was damaged. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No unexpected failed batt test alarm, pump error 15 alarm or pump error 53 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (2) pump error 53 alarms found in the pump history file/trace on (B)(6) 2024 at 16:40:18 and 16:50:47. Pump error 53 alarm due to software error (line number 1299 file number 709). Pump error 15 alarm found in the pump history file/trace on (B)(6) 2024 at 05:16:09. Pump error 15 alarm due to software error (line number 442 file number 38). (2) failed battery test alarms found in the pump history file/trace on (B)(6) 2024 at 05:16:12 and 05:16:48. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and faded serial number label. Failed batt test alarm not confirmed. Pump error 15/53 alarm was confirmed due to software error. Cosmetic damage confirmed at the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.